Event description:
It was reported that this lead was an attempted implant due to damaged helix when attempting for left bundle branch (lbb) placement. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Amendment: additional information obtained from the sales representative, indicated the lead was attempted at the left-bundle branch (lbb) with helix issues. Please disregard report number 2124215-2023-17604.

Event description:
It was reported that this lead was an attempted implant due to unknown reasons. A new lead was implanted. No adverse patient effects were reported.